Event description:
Additional information received indicates that surgical intervention took place. The patients entire system was explanted and issue was resolved. Related manufacturer reference number: 3006705815-2023-02063, 3006705815-2023-02065.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an open wound. As a result, surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.